Event description:
Based on a review of medical records provided by pt's attorney: on (B)(6) 1999 - repair of ventral hernia using bard composix mesh. On (B)(6) 2005 - repair of ventral hernia superior to previous repair using bard composix kugel mesh. On (B)(6) 2009 - laparoscopic ventral hernia repair with removal of previously placed mesh. Mesh noted to be contracted and adherent to one edge of the hernia. Repair made with parietex mesh.

Manufacturer narrative:
The device associated with this event was originally reported to davol as a recalled composix kugel mesh; therefore, davol originally reported this event to the FDA in accordance with rae (B)(4). Subsequently, davol has rec'd add'l event info indicating that the associated event device is not a recalled composix kugel mesh; therefore we are submitting this MDR based on the add'l info rec'd. Based on a review of the medical records provided, pt is morbidly obese with a history of hernia repairs with both bard and non-bard products. No medical records were available for the first repair in 1997. On (B)(6) 1999, pt was treated for a ventral hernia using a composix mesh. On (B)(6) 2005, the pt was treated for another ventral hernia using composix kugel mesh. Four yrs post implant of that mesh, on (B)(6) 2009, the pt was again treated for a ventral hernia. That procedure included the explant of the mesh placed in 2005. The mesh was noted as being "contracted ad was adherent to one edge of the hernia." However, medical records do not cite a device failure or that the device contributed to the recurrence. Additionally, pathology reports did not mention a defect and no sample has been returned for eval. A parietex mesh was used to complete that repair. While the medical records do not identify the mesh as contributing to the recurrence, it is listed as a possible adverse reaction in the product's instructions for use. Based on the info rec'd, it is unk whether the bard mesh may have contributed to the alleged event. No conclusion can be draw at this time.